Event description:
Hill-rom rec'd a report from a hill-rom technician stating the foot brake was not holding. The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found during a "between pt inspection of the bed" that the foot brake would not hold when applied. The technician replaced the foot brake caster to resolve the issue. Based on this info, no further action is required.